Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated that pre-use inspections were performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, the root cause was unable to be determined due to the unavailability of reprocessing procedure information and culture test results from the customer. The event can be prevented by following the instructions for use which state: "using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." Based on the results of the investigation for phenomenon two, it is likely that the foreign material derived from chemical solutions and tap water, however, the definitive root cause was unable to be determined. The foreign material was found to be silicic acid. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities inspection of the objective lens cleaning function] -inspection of the water feeding function - keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is created to include additional information received from the device evaluation. The device was returned and evaluated, and the nozzle had foreign objects in it. Additional findings include the following: due to a pinhole on the bending section cover, water tightness was lost; due to wear of the angle wire, the play of the up/down knob was out of standard value; water removal ability did not meet the standard value due to clogging of the nozzle; the connecting tube had a dent; the plastic distal end cover, air/water cylinder, scope cover unit, forceps elevator lever, forceps elevator knob, up/down knob, image guide protector, switch box, scope cover, scope connector, universal cord, grip, control unit, and right/left knob had a scratch; the light guide lens and objective lens had a crack; the scope cover plate was detached; the image had a partially dark area due to a crack on the objective lens; the suction cylinder was shaved; and due to dirt on the objective lens there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had two positive culture tests for escherichia coli. A high level disinfection was performed for the washing machine in the facility. The intended procedure was diagnostic. The device was inspected before use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has been received for analysis and is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.